Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the glass cap broke after 138,933 joules and 13 minutes of use. It was further reported that the cap was intact. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. No injury to the patient occurred due to this event.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on the observed fiber findings, it is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to the observed fiber findings.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the glass cap broke after 138,933 joules and 13 minutes of use. It was further reported that the cap was intact. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. No injury to the patient occurred due to this event.